Manufacturer narrative:
Unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self test, basic occlusion test, occlusion test, prime/deliver test, excessive no delivery test or verify compromised force sensor alarm due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when priming. The customer¿s blood glucose level was unknown at the time of the incident. However, the customer's blood glucose was 239 mg/dl at the time of call. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.